Manufacturer narrative:
There was no death associated with the defibrillation event. Device evaluation summary: monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at the distributor, in accordance with procedures recommended by zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Upon evaluation, the sd card was missing, resulting in a loss of ECG data. The root cause of the missing sd card is physical abuse. Device manufacture date: monitor: 05/05/2014, belt: 01/20/2012. Additional inappropriate defibrillation narrative: the root cause of the shock is lack of response button use. It is unknown if the treatment event was appropriate or inappropriate in nature.

Event description:
A us distributor contacted zoll to report that a patient experienced a treatment event consisting of two shocks. The patient was reportedly admitted to the hospital following the event. No further details are available surrounding the event. In addition, the patient's rhythm at the time of the treatment event is unknown as no ECG recordings are available. Device evaluation determined that the sd card was removed and was missing, resulting in the loss of data. The treatment event is being reported out of an abundance of caution.